Event description:
It was reported during a meniscal repair procedure that the t2 pre-deployed and the t1 implant was left unsupported. The t1 was removed and the t implants were discarded. A backup was available and surgery was completed successfully.

Manufacturer narrative:
(B)(4): investigation of the returned device revealed that insertion devices¿ needle was bent and twisted. The device was functionally tested and the plunger will not actuate properly due to the twist in the insertion needle. A review of the device history records was performed and a root cause cannot be determined at this time. Smith & nephew will continue to monitor any future occurrences of this failure type. No further action is deemed necessary as a result.(B)(4).